Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter the patient was being treated for inflammation and x-rays revealed that both end caps had dislodged from the rods.

Manufacturer narrative:
Even though no product has been returned, fsca investigation was performed and variation in the torque applied to the threaded cap during the assembly process was identified as the root cause of the failure. Per the manufacturing instructions, the threaded cap must be tightened to 40 in-lbs. Although all operators followed the assembly procedure, and the torque wrench indicated 40 in-lbs was applied, the manner of using the torque wrench resulted in variances in applied torque. The manner in which the operator handles the torque wrench may impact the actual torque applied to the end cap, thereby creating a false positive that the specified torque has been applied. If the specified torque is not applied, the effectiveness of the cap tightening process may be compromised.

Event description:
Additional information provided: h6, h7 h9, h10.